Manufacturer narrative:
This incident is being recorded under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. The event could not be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the 2:1 cutter needs sharpened as skin graft didn't come out perfect. No patient was impacted, another sized cutter was used. Diligence is complete. At final investigation it was determined that the cutter could have contributed to the event.